Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a breach in aseptic technique during peritoneal dialysis therapy that resulted in the development of peritonitis. The patient was diagnosed with peritonitis while hospitalized for an unrelated event. The break in aseptic technique was further described as a touch contamination by facility staff. The patient was treated with unspecified antibiotics (dose, route, and frequency not reported) for the event. The patient had not been retrained on proper aseptic technique. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. Dianeal therapies were discontinued. Additional information was requested but is not available.